Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the medium-large clip applier instrument was unable to clip. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not apply the clip as commanded. Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. Additional observation(s) not reported by site: the instrument was found to have a bent grip and the tip does not align with the other grip. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted sigmoid colectomy surgical procedure the medium-large clip applier instrument was unable to clip. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer noted that the incident with the medium large clip applier instrument occurred when the clip was being loaded into the instrument ,prior to being used for a surgical task. Following this, the customer opted to use the medium-large hem-o-lok clips. The targeted tissue was not greater than the suggested diameter. No fragments fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.